Event description:
A facility reported that the light of the xenon lightsource (00mlx) was not working. The bulb was replaced then it blew the main fuse. The fuse was then replaced with a new fuse and bulb; however, the light was still not working. It is unknown whether there was patient involvement; however, no patient injury, death or surgical delay was reported.

Manufacturer narrative:
The xenon lightsource (00mlx) was returned to the service and repair deport for evaluation: a review of the device history record (DHR) was not performed as the issue is being addressed under internal quality plan. Failure analysis: upon evaluation of the lightsource, it was noted that the unit failed to ignite the lamp when powered on. The power supply has been replaced to correct this issue. No other issues were discovered. This described failure is being addressed by internal quality plan for issues relating to power supply, hard start issues, and early-life failure of the lamp module. As an interim solution, integra can replace components of the lightsource units to restore functionality. Root cause analysis: the quality plan was opened by integra-tullamore to address the root cause and corrective actions for the described issue(s). No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.